Event description:
It was reported that the patient died one week after his leads were implanted. The patient's physician had not yet determined the cause but reported that the patient was in the bathroom, went into respiratory distress, and fell over. Additional information was requested but not available at the time of this submission.

Event description:
Additional information received reported that the cause of death was unknown, no autopsy was performed. The death certificate stated the cause of death was cardiovascular arrest. The event was not attributed to any implantable device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).